Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence on (B)(6) 2006. It was reported that the patient underwent a hysterectomy in 2007. It was reported that the patient underwent a partial mesh removal on (B)(6) 2008. It was reported that patient underwent a partial mesh removal on (B)(6) 2008. On (B)(6) 2008 patient was seen for vaginal bleeding, severe abdominal pain and pelvic hematoma. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02208. The same patient is represented in each medwatch.